Event description:
It was reported that the insulin pump alarmed battery out limit and depleted its battery supply, alarming low battery, within one week of a battery replacement. The customer requested replacement of the device for an unknown reason. He did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Failure analysis was unable to verify the battery out limit alarm and low battery alert due to a blank display on the insulin pump. The displacement test, rewind test, error alarm test, basic occlusion test, prime test, occlusion test, excessive no delivery test, operating currents measurements, and off/no power tests could not be performed due to the blank display. The blank display was caused by a severely corroded battery tube and battery cap contacts. Minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads were observed.